Event description:
As follow-up to the 2/10/2022 ismp "tubing spikes drop from IV bags in use" article, I also wanted to share that we are currently tracking, evaluating to identify root cause, and communicating with product vendors for 13 patient safety alerts we've received from our health system. Unlike what was shared in the article, our events have all occurred with bd brand tubing and involve several ivpb products from a variety of manufacturers ((B)(4)). Our ability to fully evaluate these events has been hindered by struggles in asking staff to keep the impacted products. This has occurred at 4 of our 8 facilities with nursing staff of all levels of experience. Interviews of involved staff/witnesses has not identified any common techniques used for spiking of the ivpb products. We have communicated with vendors for all of the involved tubing and medication products. Bd representatives will visit tomorrow x/x to further evaluate whether there are variances in their tubing spikes or incompatibility concerns with the medication ports for the impact medications. In the mean time, we have asked our nurses to spike all continuous infusion bags and clindamycin with tubing, wrap coban from the top of the tubing drip chamber around the IV port (without covering the tubing vent), and then hang on the IV pole. While this is definitely not ideal, it was the best option offered for immediate containment to avoid harm from IV tubing falling out of continuous sedation or vasopressor infusions without being noticed. We are hopeful the visit by bd tomorrow will offer more insight. "Has ismp received reports of similar events aside from what was published with douglas medical products bags and baxter administration sets?" Poor product design: (i.e., vial, syringe, bag). Error occurred; medication did not reach pt. (B)(4).